Manufacturer narrative:
H10: visual inspection of unit and no physical damage. Imt -medical engineering tested "o2 pressure regulator" field verification and was able to reproduce the reported no o2 dosing possible alarm. It was found that the issue was isolated to the inspiration block assembly p# 030.200.050. He inspiration block assembly was then sent to imt-medical for further analysis to which the norgren pressure regulator p# 301.229.000_a was verified to be the cause of the reported issue. A new inspiration block assembly was installed and retested per the "o2 pressure regulator" and issue no longer reproduce.

Manufacturer narrative:
Technical support received the log file from the customer and it was seen that alarm 379 and 388 (no o2 dosing possible) were triggered on the device. No root cause has been determined at this time, since the investigation is still ongoing. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the o2 supply of the bellavista 1000 failed during ventilation of a patient. Additionally, no o2 dosing alarm was triggered on the device. The end user had to remove the patient from the suspect device and was transferred to another ventilator. The customer confirmed that no patient harm was associated on this event.